Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD implanted: (B)(6) 2011; 694965 lead implanted: (B)(6) 2006; unknown lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had extreme current drain due to dial-out issues with the patient¿s remote monitor. It was noted the monitor was not successfully transmitting and therefore the device was not able to send an alert that was triggered by at/af burden criteria. The status of the monitor is unknown at this time. No patient complications have been reported as a result of this event.